Event description:
It was reported that a pacemaker lead had fractured and was successfully replaced. The available information suggests the observation occurred at implant with no adverse patient effects reported.